Event description:
Health professional reported that a pt allegedly died during recovery after a lap-band implant surgery. The health professional does not believe the death is device-related. Extensive f/u is in progress. Autopsy results, the operative report, and the serial number of the device, as well as the return of the device for product analysis, and add'l info on the reported event has been requested. The f/u findings are pending at this time.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Death is a surgical and physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further info from the reporter regarding the serial number of the device has been requested. Device labeling addresses the reported event of death as follows: "laparoscopic or laparotomic placement of the lap-band sys is major surgery and death can occur."